Event description:
It was reported that the patient had an infected ¿morphine pain pump¿. The patient had reportedly had four infections in three months and has to have the pump removed as ¿they¿ told her it was contaminated. The patient was looking for a managing health care provider (hcp) closer to her as she had to go to texas previously and the trip was ¿hard on her¿ when she came home. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was unable to find a health care provider (hcp) to service the pump; it had last been refilled when implanted and the patient never had a follow up hcp. The patient had received a dose adjustment on (B)(6) 2013. No audible alarms were reported. It reportedly worked for ¿a little while¿ but now the patient was ¿all bent over again like before the pump was implanted¿. Withdrawal/underdose symptoms were reported and the patient did not have oral medications. As previously reported the patient had an infection from the pump implant procedure and was on antibiotics. The patient also had blood clots from implant. It was reported prior to the pump being implanted; the patient for one year wasn¿t able to stand up right. Because of the infection, ¿they¿ wanted the pump explanted/taken out and reinstalled. It was reported the pump needed to be taken out because the patient had rejected the pump. The patient had been told they needed to wait three to six months before explant for the blood clots to be ¿less of a threat¿. The device system was used to deliver morphine. It was later reported that the device delivered sufenta. Perioperative antibiotics had been administered. Signs and symptoms of infection included redness. The primary location of the infection was the device pocket. It was unknown to the hcp if a culture had been obtained. Treatment included IV antibiotics. The outcome of the patient was unknown and no further information was provided.

Manufacturer narrative:
Product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).